Event description:
Right front caster detached from unit, causing pt to fall. Complaint reporter stated that there was no injury beyond soreness and bruising.

Manufacturer narrative:
Report initiated following FDA audit.